Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radial retropubic prostatectomy with lymph node dissection, the doctor attempted to use the clip applier, but it would not fire the clip. Because it did not work properly, it caused more bleeding. The clips were loading into the jaws sideways. To correct the issue and complete the case, opened new clip applier. No patient injury.